Event description:
The account alleged the bed exit alarm will not set. No pt impact.

Manufacturer narrative:
The technician found the bed had been zeroed with a pt in the bed, user error. The technician tested the bed and it functioned as designed, no repair needed.